Event description:
Pt admitted to hospital for removal and replacement of bilateral breast implants secondary to right breast implant deflation (outer lumen). The inner bags were intact and no free silicone in the cavity. Total capsulectomies were performed. Right breast was slightly firmer and harder than left one on examination. Original double lumen breast implants were placed in 1986. MFR unknown.